Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).